Manufacturer narrative:
There was one malfunction event reported with the abutment experiencing stripping during usage. Product was not returned for investigation. Because no product was returned for investigation and no other details were provided, no conclusion can be drawn to the reported issue. No physical evaluation was performed due to product not being returned. The root cause is unable to determine. (B)(4).

Event description:
This report provides a summary of one (1) malfunction event. A review of the event involved the reported abutment(s) experienced stripping during usage. No patient adverse event was reported. No information regarding patient demographics have been provided.